Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient had ongoing vt in monitor zone in clinic. Physician decided to perform non-invasive program stimulation therapy. During testing, selected therapy could not be performed due to stuck screen. Merlin was restarted. Patient was sedated, external cardioversion was performed, and vt was terminated. Patient was stable. ICD is still in use.